Event description:
The customer reported "when interacting with screen he has to be very specific where he taps it or it won¿t respond". There was no reported adverse impact to customer¿s blood glucose level. The customer declined troubleshooting from tandem technical support regarding the issue. No additional patient or event information was available.